Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device did not recognize cassette when inserted. No patient injury was reported.

Manufacturer narrative:
Additional information received via e-mail 03-jun-2022: updated event date and lot. As mentioned in the attached complaint form_additional information it was only 1 cassette affected. Sales rep. Had an appointment with the head nurse to clarify the occurrence. The affected sample has already been disposed by the hospital. With another cassette from the same packaging, no defect could be determined after testing. (Both with cadd solis pump, as well as with cadd legacy pump).the remaining 8 pieces from the carton have remained untested and originally packaged at the hospital. Sales rep. Will clarify if an un-used sample will be available for investigation.